Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) 2025 at 9:00 for the patient for infusion connected to the non-invasive needle, check the non-invasive needle no problem, but tied into the infusion port, 10 ml pre-filled suction there is a return of blood, injected into the saline found that the infusion port inflection connection leakage, immediately for the patient to pull out the non-invasive needle, replacement of the new non-invasive needle for the patient to do a good job explaining the work of the patient, the patient said that he understood. After repeated examination of the infusion port corner connection leakage is under closed conditions, generating a certain pressure, before the leakage.